Event description:
The customer reported that the device became warm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 10/2011. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device showed signs of water damage. This was attributed to faulty handling. Device was replaced and returned to the customer on (B)(4) 2012.